Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cleft lip and palate procedure on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture and was broken. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: an empty opened folder, two detached needle pieces and two suture pieces of product code w9561 were returned to ethicon inc for evaluation. During the visual inspection of the sample, the needle barrel was noted to be with insufficient epoxy at the suture and needle hole. This could be the cause of a needle pull off defect. The other ends sutures were observed damaged (cut) possibly caused by a surgical instrument. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system.